Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was discolored / abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated: "tubes have a change in the inner surface. Customer requests information on the reason for the change and whether the tubes can be used normally. They found that almost all tubes have this change."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was discolored / abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated: "tubes have a change in the inner surface. Customer requests information on the reason for the change and whether the tubes can be used normally. They found that almost all tubes have this change."